Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your insulin pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect. Cause of event was not known; however, customer may have possibly inadvertently changed it. Blood glucose was 130 mg/dl. Customer declined further assistance from tandem technical support.